Event description:
Healthcare provider reported right side intracapsular rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, white particles in the shell and crease flat. Cloudy in the gel observed, after autoclave cycle. The unit is not rupture. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted and replaced.